Event description:
Post left femoral artery stent deployment, the stent catheter tip broke. Approximately 15mm of the 43mm catheter was unable to be retrieved and remained lodged in the small branch of the left femoral artery. Manufacturer response (as per reporter) for self-expanding stent system, protege everflex